Event description:
The patient presented with drainage from the pump site. Six days later, the pt was diagnosed with an infection at the pump site. The pump and catheter were explanted. The pt recovered without sequela. The pump was used to deliver baclofen.